Event description:
Patient had come in for planned pci of the ostial rca. Provider was originally going antegrade through the right femoral artery. He was unable to engage with the rca so a picture was taken of the left coronary system and it was determined that there as collaterals. He decided to approach the right coronary artery retrograde from the left side through a septal collateral. After getting another access point, he wired down with a ptca wire and turnpike lp 150. He was able to successfully wire retrograde into the right into the aorta. Eventually, he decided he was going to take out the turnpike. When he removed the turnpike, the 20 cm of the distal portion was missing from the catheter. Fluoro showed it was still in place in the patient. He consulted with two other physicians. He eventually was able to remove the catheter portion with a guideliner, second wire, and balloon. When successfully removed, the 20 cm piece was still attached to the ptca wire. No harm came to the patient.